Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, the atrial lead dislodged. As the patient was in permanent atrial fibrillation (af), the lead was explanted without replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted there is a cut in the outer insulation with minimal blood ingression at 36 cm. There is a kink in the distal and proximal conductors at 49.5 cm. If information is provided in the future, a supplemental report will be issued.